Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic director reported eye tracker issues during laser ablation. Additional information has been requested.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) made adjustments and successfully completed system verification to specification. Root cause is the need to adjust eyetracker infrared camera, infrared lighting pods. The manufacturer internal reference number is: (B)(4).